Event description:
The patient contacted animas on (B)(6) 2012 reporting that yesterday the pump emitted a low battery alarm and then the pump powered off. The patient replaced the battery and there was no power to the pump. The patient confirmed that the battery cap was intact. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the black box verified a low battery warning and no power on resets were observed in the black box. The pump boots to verified screen with audible and vibratory alarms and there was no damage to the battery cap or compartment. The pump was exercised for 24 hours and no power loss was or rebooting was duplicated. There was no evidence of moisture damage, damage to battery flex or power circuit observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.